Event description:
A nurse reported that post vitreo retinal surgeries using ophthalmic gas, patients experienced increase in intraocular pressure and treated with medication. The symptoms were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A check of the batch production record could not be performed because a valid lot number was not reported. The expiration date could not be determined. A check of the complaint records could not be performed because a valid lot number was not provided. A check of confirmed complaints for products of this type causing increased intraocular pressure showed no complaints since the beginning of 2016.no samples were returned. Testing could not be performed. With no additional, related information provided, the customer reported event was not confirmed. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).